Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing from the right ventricular (rv) lead. It was also noted that there was a lead integrity alert for high right ventricular (rv) defibrillation lead impedance, and high rate non-sustained episodes. A fracture was later confirmed and the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.